Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 400 mg/dl. Customer resumed insulin delivery without changing the pump supplies. A bolus was delivered to address bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and intravenous insulin was administered. Reportedly, customer had a minor heart attack which caused heart damage. Elevated bg/dka were resolved. Customer was discharged (B)(6) 2019. Customer reverted to using an alternate pump for insulin therapy.